Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 1200 mg/dl and the patient passed out. For treatment, the patient was put on intravenous (IV) antibiotics in the intensive care unit (ICU). The pod was worn longer than 48 hours on the abdomen. The patient was discharged after 1 week.